Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd

Event description:
It was reported that the pt received inappropriate therapy due to lead positioning. The issue was resolved by repositioning the lead.